Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The supplies were changed to address the event. Blood glucose was 213 mg/dl. Reportedly, the customer was unsure if a temperature change had occurred to the pump prior to the occlusion alarm declaring. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula.